Manufacturer narrative:
A complete event description was provided and the event description was updated. Concomitant medical products: the information was asked but was unknown. Pt/device codes provided. The method code was updated to include "visual inspection" and "process evaluation". The conclusion code was updated to include "device incorrectly prepared for use or modified" the root cause was updated. It was reported that the "draw vacuum" step was skipped during the preparation of the mynxgrip vascular closure device. Based on the information provided and the investigation performed, the root cause of the reported event could have been incorrect prep of the balloon. Per the mynxgrip instructions for use (IFU) for device preparation, the device needs to be purged of air by drawing vacuum with 2-3ml of sterile saline prior to use. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces can result in the balloon pulling through the arteriotomy. There is no evidence to suggest that the mynxgrip device did not meet specification or perform as intended per the IFU.

Event description:
The following additional information was reported: it was reported that while pulling the balloon of the mynxgrip vascular closure device back towards the arteriotomy, the balloon pulled through. As reported, the deployer skipped the "draw vacuum" step of the mynxgrip instructions for use (IFU) during the preparation of the mynxgrip vascular closure device. Manual compression of 30 minutes or less was applied to achieve hemostasis. The patient's condition was described as fine and hospitalization was not prolonged as a result of the mynx event. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device revealed that the balloon was partially filled with saline and air. The balloon was fully inflated with water and pressure was maintained. The inflation indicator performed per specification. No leaks were observed. The inflated balloon diameter was also verified in a go/no go gauge to be within specification. Based on the information provided and the investigation performed, the root cause of the reported event could have been incorrect prep of the balloon. Per the mynxgrip instructions for use (IFU), the device needs to be purged of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and result in the balloon pulling through the arteriotomy. There is no evidence to suggest that the mynxgrip device did not meet specification or perform as intended per the IFU. The review of the lhr (f1500501) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See medwatch form #s 3004939290-2015-00309 & 3004939290-2015-00310.

Event description:
The following information was reported: two device failures from the same lot number was used on the same patient. The balloon broke on the first device and the second device pulled through the arteriotomy. Manual compression of 30 minutes or less was applied to achieve hemostasis. The patient was not hospitalized. Sheath size: 5f.